Event description:
It was reported that the patient's trach flange was found broken by bedside registered nurse. The respiratory therapist replaced the tracheostomy tube with the spare backup available at the bedside. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.